Event description:
The manufacturer received information alleging a ventilator was alarming continuously. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the blower bellows was observed. The technician noted that the device appeared to have been tampered with. The device's blower bellows was replaced to address the issue.